Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow up on (B)(6)2013, some specific markers ("an") were observed during real time testing. An explanation is requested.